Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer was transported by the emts to the hospital with high glucose readings. The consumer reported that while in the emergency room, the emergency room nurse administered an unk amount of insulin to help bring down her blood glucose level. The consumer declined to provide any further info regarding her adverse event. During the call to customer support, the consumer did report that her nova max blood glucose meter did display high blood glucose readings. The device was performing as intended yet is being returned for evaluation at the request of the consumer. This is being reported as an adverse event under the FDA medwatch regulations. At the consumer's request, the meter and test strips in question will be returned for evaluation.